Event description:
New information received notes the right ventricular lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with multiple ventricular noise reversions. Programming changes were made to restore normal parameters and further intervention was discussed but not reported. The patient was stable.